Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device had pocket revision due to device having migrated inferiorly and caused patient discomfort. The device remains in service. No additional adverse patient effects were reported.